Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of baclofen and morphine via an implantable pump for intractable spasticity and head/brain injury. The healthcare provider (hcp) reported the patient did not think the pump was "functioning properly," as the patient was growing through withdrawal. The patient was experiencing nausea, sweating, and tremors. The pump was not alarming. The patient was due for a refill in a week and a half. The hcp also stated that the patient said this "happened once before years ago." The on set of the recent symptoms was provided as (B)(6) 2019. It was noted the doctor was investigating what considerations were needed to prepare for doing a dye study to check for catheter patency. The doctor did not have a clinician programmer or catheter access port (cap) kit and they were looking for a rep to come to the facility to provide these items. Technical services reviewed the considerations and redirected the doctor to the national answering service to have a rep paged for the dye study. No further complications were reported or anticipated.

Manufacturer narrative:
Section 'device' refers to the main device. The other relevant component includes: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2003, product type: catheter, ubd: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that "about 4 months ago" (relative to (B)(6) 2019) he went to get his pump refilled and the hcp increased the morphine. The patient stated that due to the increase the patient "od'd" and was prescribed narcan. The patient stated that he took a dose of the narcan and "immediately went into withdrawal," but stated that was "only for about an hour." The patient stated that "about a month ago" he started having the same symptoms and the patient stated his hcp thought it was due to the pump (of note, this conflicts with the information previously provided by the physician's office). The patient confirmed this was all a continuation of the event previously reported. The patient mentioned that he had morphine added to his pump "2 years ago." Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). The rep reported the managing physician was only able to fill 37 milliliters (ml) of fluid into the 40 ml pump. The doctor tried emptying, aspirating, and there was no change. The patient's pump eri (elective replacement indicator) was 14 months. The doctor referred the patient for full system replacement. There were no known factors for this issue. The doctor also did a dye study and stated there was intermittent csf (cerebrospinal fluid) return so they wanted to replace the catheter. The issue was unresolved at the time of the report, (B)(6) 2019. Surgical intervention was planned, but not yet scheduled. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709, serial# (B)(6) implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of why the hcp was only able to fill 37 ml. In the pump was undetermined. Patients pump is scheduled to be replaced (B)(6) 2019 old pump will be returned for analysis. The cause of the intermittent csf flow was undetermined. The doctor recommended that the whole system be replaced with pump and 8780 catheter. The hcp reported the patient has baclofen and morphine in the pump. Morphine concentration was increased and patient was advised regarding potential for increased sedation and was provided narcan prescription as precaution. He had some increased sedation and took narcan. The patient was tbi and psychiatric comorbidity affecting treatment. As to why the hcp was only able to fill 37 ml in the pump, they were advised that air in the system could be a cause. No air could be aspirated at the time or at a subsequent visit to try aspiration. The cause of the intermittent csf flow was reported to the ¿likely old catheter with intermittent obstruction.¿ actions taken to resolve the issue included catheter and pump will be replaced, the issue was not resolved. The rep reported the patient had full system replacement, pump and catheter, on (B)(6) 2019. In pre-op, the patient¿s parents told the rep that the patient was experiencing intermittent muscle spasms, and that they¿ve noticed the symptoms over the last 6 weeks. At time of replacement, fluid was noted in pump pocket. The doctor was able to aspirate from cap with no issue. The sutured connector of the 8709 was easily detached from the pump. Meds in pump: baclofen 2000 mcg/ml dose: from 517.4 mcg/day to 469.8 mcg/day, morphine 3 mg/ml dose: from 0.7761 mg/day to 0.7047 mg/day. Explanted devices sent to pathology per account protocol, the rep will pick up and return to the manufacturer when released from pathology. There were no further complications reported/anticipated.

Event description:
Additional information was received from the hcp on (B)(6) 2019. It was reported that the patient was withdrawing from a medication, not pump related. Diagnostics included the pump being checked and a catheter study. The symptoms had resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.